Manufacturer narrative:
One sample of a 10 ml ll syringe was received by bd. A quality engineer was able to examine the sample from batch 3354734 regarding item 302995. The sample was loose and fully disassembled with a top web slip next to it, both items in a plastic bag. Upon evaluation, it was noticed that there was a sticky-like fm outside the fluid path. No other type of fm was observed outside or inside the syringe. An ftir analysis was conducted; the results were inconclusive. The reported defect regarding a black particle in the fluid path was not observed in the sample received; therefore, a root cause could not be defined, and no corrective actions are necessary. On the other hand, the sticky-like defect observed outside the fluid path of the samples could not be confirmed to have originated at the manufacturing plant. Therefore, corrective actions are not necessary. A device history record review was completed for provided lot number 3354734 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
Material#:302995, batch#: 3354734. It was reported that the bd syringe 10ml ll s/c 200 had foreign matter. The following information was provided by the initial reporter: it was reported by customer that a black particle was noticed in the syringe once normal saline was drawn up into the syringe by the radiologist. Hello, we have received the below product problem report. (B)(6) ref#: (B)(4) has been assigned to this issue. Upon completion, please provide a quality investigation letter detailing your findings. Please advise on next steps for quality investigation and customer resolution: product problem report: product information: product code: 302995, product description: syringe hypo 10cc l/l bx/200 && p52, lot/serial#: (B)(6), expiry date: 2028-11-30. Problem information: a black particle was noticed in the syringe once normal saline was drawn up into the syringe by the radiologist. Occurrences: 1 each. Reporter information: reporter name: (B)(6). Site information: (B)(6). Sample information: incident samples: 0, representative samples: 0. No adverse event reported.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.